Event description:
In 1998 reporter had hernia and was implanted with marlex mesh. Got married in 2005 and found out he could not father a child, and this was because of the mesh which had tangle up in his groin. Recently, he started to experience chronic pain which landed him in the emergency room. The reporter thought he had bladder stones but after x-ray and CT scan with contrast was informed is the mesh. It is now twisted with nerves which causes his pain. He was prescribed a pain medication (naprosyn) to relieve the pain. Met with a surgeon who said the only way to relieve the pain is to have the mesh removed.